Event description:
Description: clear care contact solution. When at a friend's place, I dropped my contact in the sink, I grabbed the bottle of clean care, thinking it was a rinsing solution. (I wear daily lenses, so I was not familiar with this type of product and my vision is not clear enough to read the smaller print without the lenses.). After rinsing the lens and even dipping the lens back in the solution from the bubble pack in which the lens came, I received severe burning and redness in the eye. I spent 5 minutes flushing the eye and trying to get the lens out. Any real damage to my vision is yet to be seen, because I am currently waiting to see a doctor. The bottle needs to be completely redesigned so that it in no way can be confused with simple, less harmful rinsing products. Outcome: visit to clinic/doctor. When my eye was in intense pain and burning from the product residue on my lens. Patient counseling provided: unknown. Completely different bottle design is needed so that the product cannot be confused with less harmful contact lens products. (B)(6).